Event description:
As reported by distributor in another country, during a procedure placing a PICC device, "the wire was disconnected so it is inside the catheter." There were no patient complications. The used device is being returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used device is being returned for evaluation, to date it has not been received by the manufacturer. Therefore, no device evaluation has been performed. Upon receipt of the sample and completion of the investigation, a follow-up medwatch will be submitted.